Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, it was reported that the patient experienced blood glucose readings between 250 mg/dl and 500 mg/dl with symptoms of dehydration (dizzy) and emesis. Medical intervention for the hyperglycemia was not reported; no other details of treatment are available. The reporter alleged that the hyperglycemia was due to a loss of prime occurring during the night. Trouble shooting confirmed that the loss of prime occurred after the pump had been dropped which is a common cause of a loss of prime. This complaint is being reported because use error (dropping the pump) caused or contributed to the hyperglycemic event.